Event description:
It was reported that when viewing the electrogram (egm) information, the atrial tachycardia/atrial fibrillation episode that had occurred was not viewable as the egm showed "episode data invalid". It was thought that electrical interference from the patient's ham radio may have interfered. No intervention was taken and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.